Event description:
It was reported that the patient's aspirin (asa) medication was withheld due to a nosebleed and were never restarted. Later on, pump thrombosis occurred. The site planned to exchange the pump to a heartmate 3; however, prior to the exchange the patient underwent a swan placement that was complicated by a pulmonary rupture. The patient became critically ill and ultimately passed away on (B)(6) 2020. The death was not considered to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between vad-19984 and the reported events (bleeding, thrombus, and death) cannot be conclusively determined through this investigation. The account stated that the patient outcome was related to the swan-ganz catheterization and not vad-19984. No device-related issues were reported in association with the patient outcome. Vad-19984 will not be returned for evaluation and no further information regarding the event has been provided at this time. Vad-19984 will not be returned for evaluation and no further information regarding the event has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017. The heartmate ii left ventricular assist system instructions for use lists thrombus, bleeding, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of this document outlines the indications of thrombus and how to respond to such events, and provides information regarding anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer is closing the file on this event.